Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical device. The device was inserted without any reported issues, however, the patient developed intermittent loss of pedal pulses during the case. Approximately 12 hours after device removal, the patient's leg required amputation.